Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent undefined alarms occurred. The customer reportedly experienced intermittent low blood glucose (bg) levels in the 40s mg/dl. Low bg cause was not known. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.